Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged a discrepant result for sars-cov-2 result while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The discrepancy alleged was with a sample pooled from five individual samples performed. Each of the 5 participants had 2 nasopharyngeal swabs. The first swab went into the same tube for the pool, and the second swab went into individual single tubes. The pool was tested twice on two separate cobas liat analyzers and each time generated a positive result for influenza a (negative for influenza b and sars-cov-2). The individual patients' samples were also tested twice on separate cobas liat analyzers and each time generated a negative results for all three targets. These results were not used for diagnostic purposes, only within the study performed by the customer. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The two pooled runs generated consistent positive results; no abnormalities were observed within the runs. All of the individual samples all generated negative results, no CT value and no amplification was observed in the curves. Including the two which were stated to have had symptoms the week before. The observed discrepancy is most likely due to some pre-analytic contamination. Note that pooled samples are not a validated sample type for this assay. Facility name truncated due to character limit. Full name: (B)(6). One single MDR was filed to represent the discrepant pool result.